Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker's battery life dropped from 9.5 years down to 8.5 years within 3 months. The device remains in service to date. No adverse patient effects were reported.